Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and cracked button dome switch. No button error alarm during our testing. The lcd keypad connector was not found unlocked during our visual inspection. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was monitored and no unexpected failed battery test alarms occurred during our testing. No unexpected alarms, errors, or unresponsive pump during programming or operation noted. The insulin pump had cracked keypad overlay, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and had damage. Customer's blood glucose at time of incident was 427 mg/dl. Customer stated that the b button is crack down the middle from the screen through the reservoir chamber. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 427 mg/dl. The customer was treated for high blood glucose with a shot.